Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon burst occurred. The vascular access site was the right femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the non-tortuous and moderately calcified mid right coronary artery (rca). The lesion length was 14mm and the reference vessel diameter was 3.4mm. A non-bsc jr4 6fr guide catheter and a ptx support guide wire were advanced in the vessel. Then, an apex monorail 3.0x15mm balloon was advanced to the target lesion for pre-dilatation. Slight resistance was met during advancement. The balloon was inflated to 6atms for 10 seconds at which point it burst. The balloon was removed from the patient and disposed. Pre-dilatation was then completed with a quantum 3.0x15mm balloon inflated to 12 atms. Immediately after pre-dilatation the residual stenosis was 70%. The procedure was then completed by placing a non-bsc 3.5x18mm stent at the target lesion location. No patient complications were reported and the patient status as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).